Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the distributor contacted animas, alleging a power-battery life issue. There was no indication that the device caused or contributed to an adverse event. This is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, the black box showed no evidence of a short battery life. There were several cs128/cs177¿ alarm/warning occurring due a discharged replace battery use. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all currents were within specification. The original complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.